Event description:
It was reported that the sonopet console was being used in a procedure when the overload and us annunciators illuminated simultaneously. This resulted in the handpiece losing function. The hospital changed the handpieces and the same error occurred. The procedure was completed successfully with no reported patient or user injuries. The resulting delay from this event was described as 40-60 minutes.

Manufacturer narrative:
The reported event of an irr/pv annunciator causing loss of function was not duplicated and no failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. Based on risk documentation and the manufacturer's instructions for use, when the us and overload annunciators are simultaneous the combination is an irr/pv annunciator, which detects issues with the irrigation related to the irr/pv assembly. An irr/pv annunciator can occur if the irrigation pump cover is open or not closed properly, the irrigation tube is not routed through the irrigation pump correctly, the foot switch is not connected to the console, or the console is damaged. The device was given preventative maintenance, cleaned, lubed, and adjusted before being returned to the customer.

Event description:
It was reported that the sonopet console was being used in a procedure when the overload and us annunciators illuminated simultaneously. This resulted in the handpiece losing function. The hospital changed the handpieces and the same error occurred. The procedure was completed successfully with no reported patient or user injuries. The resulting delay from this event was described as 40-60 minutes.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not received by manufacturer.